Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
The customer reported the readings a "bouncing all over the place." The customer indicated the unit may have been dropped and error 11 was displayed. No consequences or impact to patient were reported.